Event description:
It was reported that the device had "permanent downstream occlusion". There was unknown patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. The customer reported problem could not be duplicated. A visual test was performed and found damaged dso seal. A root cause was not established as the complaint could not be duplicated. The dso seal was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.